Manufacturer narrative:
E1; (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the gynecologic laparoscope exhibited an abnormal image. There were no reports of patient involvement.